Manufacturer narrative:
Additional information: h6

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure. During procedure, the pacemaker lost telemetry and needed to be re-interrogated. Upon interrogation, the pacemaker noted that it had reached elective replacement indicator (eri) on (B)(6) 2013 and end of service (eos) on (B)(6) 2020. However, the pacemaker battery voltage was far above from eri. The pacemaker was explanted and replaced. The patient was stable post procedure.